Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but they are not. The cable crimp is captured inside the welded grip. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.